Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. Programming changes and lead evaluation was suggested. No adverse patient consequences were reported.